Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Battery not charging; the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes. Malfunction 6: the failure investigation has been completed. Based on the analysis, the alleged malfunction 6 issue could not be verified; however, a malfunction 3 issue was identified. The information will be used for tracking and trending purposes.